Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to a possible mislabeled lens power. In a follow up phone call to the surgeon's office, the nurse reported the iol was exchanged for the same model, different diopter lens. The surgeon did state that there could have been a calculation error. The pt had a previous unk refractive procedure. In a follow up, the surgeon stated the iol did not cause or contribute to the event.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was torn/split/cracked (possibly cut) into two pieces horizontally. The optic also had a scratch near the center on the anterior surface. No other damage was observed. A complete lens bench test could not be conducted due to the lens being cut into two pieces; however, the larger optic portion was placed on the lens bench to attempt diopter verification. The result was 23.92 equaling a 16.5 diopter lens as labeled. While we were unable to determine the origin of the damage, our observations reasonably suggest the damge is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/13/2010, 09/15/2010, 09/16/2010, and 09/29/2010 by phone, fax and mail. A completed questionnaire was received on 09/29/2010. (B)(4).